Event description:
It was reported that the user experienced sustained high blood glucose overnight while using the ilet, questioned whether the system was working, and after changing the infusion site elected to pause the pump and administer a 15-unit subcutaneous insulin injection, after which they reconnected to the ilet; the medical device problem and device component were not specifically identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.